Event description:
Customer stated that she purchased her easy clean toothbrush from her dentist recently. She was brushing her teeth and the toothbrush made a funny noise and it moved left and right chipping her tooth. She had x-rays done before the incident happened so she can prove her tooth was fine before. She went to the dentist after the alleged incident happened.